Manufacturer narrative:
Sc-1132: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed, therefore no problem was detected.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced and a lead was added. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced and a lead was added. The patient was doing well postoperatively.